Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.